Event description:
It was reported that during a rotator cuff repair procedure, it was discovered that the anchor on the 4.75 healix advance kntlss br device broke off. All the broken parts were removed. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. E1: the reporter¿s complete facility address was not provided. Investigation summary. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that the device is shown in used condition. The anchor looks bent, however it is not possible to determine if the anchor is broken, the image quality is poor and no observations pertaining to the nature of the reported event could be identified. The overall complaint was not confirmed as the observed condition of the 4.75 healix advance kntlss br would have not contributed to the complained device issue. Based on the investigation findings, the potential cause for the bent anchor is traced to procedural variables, such handling of the device or product interaction during procedure; axial misalignment may occurred and consequently the anchor was bent. As per IFU, improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.